Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-procedure with discomfort, constantly misfiring and feeling an electrical impulse. It was discussed if the issue can be resolved with programming changes. The patient is planned to have device checked. No further information is available.